Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnosic analysis of breast abnormalities. Images provided did not contain information that could confirm what caused the alledged failure. The device has not been returned for evaluation, which prevents a full investigation and analysis of the root cause at this time. Patient did not undergo any additional surgery, however, due to the allegation of foreign material we are submitting this medwatch report pursuant to 21 cfr 803.

Event description:
It was reported by sales rep during procedure, fragments left in breast after firing and biopsy. This incident has been documented as complaint # (B)(4).